Event description:
It was reported that the motor drive unit was not working. No case reported; therefore, there was no patient involvement. Results of the investigation have concluded that the blade was stalled and the motor was not running which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.